Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of pain at the implant site during a clinic appointment and will be seen next month for follow up. Additionally, the device showed atrial fibrillation (af) episodes that appeared to be premature ventricular contractions and asystole episodes that appear to be loss of contact. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.